Manufacturer narrative:
(B)(4). The onset date of sepsis was unknown but on (B)(6) 2014 the patient experienced peritonitis. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced sepsis which subsequently caused peritonitis. On an unreported date, the pt experienced sepsis. Treatment and cause for the sepsis was not reported. One day prior to the receipt of this report, the pt experienced peritonitis manifested by effluent ¿a little cloudy¿. One day after the onset of the peritonitis, the patient was hospitalized for the peritonitis. On the same day, the pt was treated for the peritonitis with inj (injection) vancomycin (1 gram stat dose), inj reflin (1 gram daily), inj amitax (100 mg daily), inj heparin (500 (iu) (international units)) and inj ertapenem (1 gram daily) ip (intraperitoneally) all in dianeal bags. The outcome of the sepsis was not reported. However, at the time of this report, the peritonitis was resolving, the pt was recovering from the peritonitis event, and dianeal therapy was ongoing. Additional information was requested but is not available.